Manufacturer narrative:
Device evaluated by manufacturer: not returned.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), do not cover significant renal or mesenteric arteries with the endoprosthesis. Vessel occlusion may occur. Additionally, the IFU states: do not constrain / reopen the trunk device more than two times during a procedure. Device and / or catheter damage may occur. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to occlusion of native vessel and endoleak. Images have been requested but are not available. With information provided, gore is unable to confirm the device infolding and determine the cause of the endoleak.

Event description:
On (B)(6) 2014, the patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the gore excluder aaa endoprosthesis trunk ipsilateral leg component was positioned and deployed at the upper level of the lowest renal artery (left). The computed tomography angiography showed that the device partially covered the ostium of the left renal artery. Several attempts were done by physician to move the device down without success. A 4mm palmaz stent was than introduced into the left renal artery. The cta showed the renal artery patent and no longer blocked. The final cta showed a tiny proximal type I endoleak. Since the balloon procedure was performed already twice in the first action, it was decided not dilate the device again and perform another CT before discharging of the patient. The patient tolerated the procedure. No other adverse events have been reported.

Manufacturer narrative:
.

Manufacturer narrative:
According to the imaging evaluation, there is no evidence of the device infolding. With information provided, gore is unable to determine the cause of the endoleak.

Manufacturer narrative:
A review of the manufacturing records for the device is being conducted. Further information was requested.

Event description:
According to the information provided, the physician deployed the device in location other than intended because expected to have the option to pull the device down, using it re-position feature. The physician tried to reposition the device 5 times. Additionally, it was reported that the cause of the proximal type I endoleak is possible device infolding. Images were requested but not available.